Manufacturer narrative:
(B)(4). Additional information: at what firing did the device lock on tissue and would not open? ---about 14th or 15th firing any unusual noises heard? ---a breaking noise hard. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---no. Was there any resistance felt when firing the device? ---the force of grasping the firing trigger was higher than usual. Did the primary surgeon fire the device? --- the information was not provided from the hospital. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, the jaws did not open with a breaking noise when it was used on the root of the left gastroomental vein. The device was removed by cutting off with a harmonic after firing with another device. The indicator showed that there was one clip prior to firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.